Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that there was a ventilator failure during use; it was confirmed that a corresponding alarm was posted by the device. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Event description:
It was reported that there was a ventilator failure during use; it was confirmed that a corresponding alarm was posted by the device. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The local dräger s&s organization was not involved in examination of the device and potential repair measures. The only additional detail in the ufr was that the device is back in use after replacement of the "pneumatic drive board" which was performed by third party. No further information such as e.g. Log file was provided - this lack of information allows a general assessment only and no case-specific evaluation. A ventilator failure may occur as a result of component malfunction or as a device response upon a deviation to protect the patient from potentially hazardous output. For example, a situation in which pressure is being applied to the patient's chest during repositioning in a moment when the ventilator is going to apply a piston hub may result in a transient rise in airway pressure and trigger a safety shutdown of automatic ventilation. The shutdown is always accompanied by a corresponding vent fail alarm, manual ventilation with the built-in breathing bag is still possible and, the monitoring functionalities remain available to the full extent. There is no subsystem in the device named "pneumatic drive board". The expiratory valve has a pcb that controls the valve actuation, the so-called "ventilation and gas controller" has a control board and, the so-called "analog board" carries all sensors that monitor pressure and flow in the pneumatic system. A reliable conclusion about the exact root cause cannot be drawn. H3 other text : device not available for evaluation